Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe. System tested and verified as ready for use. The complaint was confirmed based on field evaluation.

Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, the customer experienced an activation had been halted message with a c-33 error. The customer stated this was an ongoing issue and they would like the issue resolved. The customer had changed out the cords and restarted the integrated electrosurgical unit (iesu) or erbe, but the issue persisted. The customer completed the procedure, and no known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was returned for failure analysis and the reported problem, "activation has been halted message " was able to be confirmed using system logs. Upon visual inspection, there were no issues found that would be related to the reported event. The erbe was tested using the system. Upon powering the erbe the c-33 activation halted error appears on every start up replicating the reported event. The erbe will be sent to the original equipment manufacturer (OEM) for further investigation. Failure analysis confirmed error c-33 via system logs. The probable root cause is attributed to an electrical component failure.